Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a replacement message on her controller, rep confirmed end of life message. Replacement surgery took place (B)(6) 2023 implanting new ipg.